Event description:
After receiving mcghan saline breast implants and being a totally healthy woman, I experienced a severe and acute decline in my health, which resulted in the diagnosis of hashimoto's autoimmune thyroid disease, and following that, a diagnosis of celiac disease, which has an autoimmune component. I have had to change my diet to a gluten free one, and am on thyroid medication for life.